Event description:
While the equipment was being serviced, it was noted that the gantry was dropping while the system was powered down.

Manufacturer narrative:
No abnormalities that could have contributed to the reported event were found during the device history record (DHR) review and the laser was released according to the MFR's acceptance criteria. The company service representative examined the system. To address the issue, the gantry z motor was replaced. The system was then tested and met product specifications. The gantry z motor has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).